Event description:
It was reported that the patient had their device explanted. It was further reported that the device had "stopped working after 1.5 years." The patient was reported to have "recovered without sequelae."

Manufacturer narrative:
Product ID: 3889-28, lot# v188963, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4). Analysis of the implantable neurostimulator revealed no anomaly.